Event description:
A us distributor contacted zoll to report that a developed cuts on her rib cage under her breasts. Patient continuously wore the lifevest for almost 2 months and garments and electrode belt became stuck to skin. The wounds were raw, oozing puss and bleeding. There was no alleged device malfunction contributing to the irritation. Patient was recommended to leave the lifevest off until wounds heal by a physician. Follow up indicated that the patient previously had an issue with bed sores, unrelated to the lifevest, and was prescribed an antiseptic spray which she was using on these wounds. Patient reported that the wounds are healing.